Event description:
The manufacturer received information alleging a trilogy evo ventilators screen went black and alarmed during use. The device was restarted and a ventilator service required alarm was reported. The device was replaced. There was no harm or injury reported. The device was returned for evaluation and although the reported allegation did not reoccur, a ventilator service required alarm related to the back light of the display was noted in the alarm log to have occurred. The devices display board, and the lcd display was replaced to address the issue. Additionally, the devices flow sensor was replaced due to contamination. The device was tested, battery check, valve check, run in tests and cleaning which confirmed the unit operated properly.